Event description:
It was reported that the patient's pacemaker exhibited loss of pacing and sensing. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the analysis results found that the ema wirebond was loose/detached. Analysis of the memory dump data revealed the device lead impedance measured open on (B)(6) 2010 which was before the explant date of (B)(6) 2010. The no output condition was the result of lifted hybrid bond wires. Analysis indicated that the wire bond lifts occurred before explant.